Event description:
It was reported by svc report that the zoom was driving intermittently. Customer reported that there were no pts involved or adverse consequences reported.

Manufacturer narrative:
Zoom handle load cell weldment.